Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The e-100 generator was returned and analyzed through failure analysis testing. The generator was installed onto a test system and failed testing. The power led turned red and the bipolar led did not turn on, and could not cut/seal. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a nurse reported an issue with the vessel sealer extend (vse). The vse instrument was connected to the e-100 but during use, it stopped sealing and the message "blade may be exposed" appeared. Users switched to another vse instrument but then got the message "check energy cable." Users reseated the cable in the e-100 generator, but this did not resolve the issue. The customer replaced the vse instrument again, but the error persisted. Prior to the call, users had also rebooted the e-100, but the error still persisted. The surgery was completed by using a bipolar instrument instead of vse. Intuitive surgical, inc. (Isi) technical service engineer (tse) asked the customer if all three instruments were from the same lot, but the customer found two were from the same lot but the third was not. The customer asked if vse may be used with the erbe instead, the isi tse verified it could be. The next surgery was to start in 30 minutes, and the customer agreed to use the vse first with the e-100 and if not working, switch to the erbe and call back with the results. The customer advised the surgery may take more than 2 hours, and she did not know when the vse would be used. The isi tse acknowledged the information. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the field service engineer (fse) and obtained the following additional information regarding this event: the technical notes point to an instrument or setup issue. However, for confidence, the fse was planning to replace the e-100.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse tested the e-100, but no issue was noted. The isi fse replaced the e-100 for customer satisfaction. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.